Manufacturer narrative:
(B)(4).

Event description:
It was reported upper out of range hvli measurement was observed. All other values are stable and within range. Isometric testing and pocket manipulation was recommended. The patient will continue to be monitored. No further information is available.